Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process and the cartridge was leaking from the patient line. Additionally, it was reported that an unspecified alarm occurred. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 324-325 mg/dl.